Event description:
During laparoscopic cholecystectomy, the er320 clip applier was not working properly. The clips were not ligating the vessels or forming properly. There was no consequence to the pt.